Manufacturer narrative:
Follow-up #1: date of submission 10/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: no defect was found. Review of pump history show the pump was manually suspended on (B)(6) 2016 00:14 and manually resumed at 04:42. The pump history shows a replace cartridge alarm on (B)(6) 2016 17:24; deliveries resumed at 22:59. Pump was exercised for 24 hrs with a 2.0 u/hr basal rate; at end testing the basal history correctly showed 2.0 u and tdd showed 48.0 u. The tdd¿s add up correctly and reflect the users programmed basal rates. No delivery defects found during delivery accuracy testing. Pump was found to be delivering within required range and delivering accurately. No delivery interruptions or alarms occurred during testing. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 600 mg/dl with associated moderate urinary ketones. The reporter stated the patient was treated with insulin via injection and the patient's blood glucose had come down to 429 mg/dl at the time of the reporting call. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged a history/settings issue. Troubleshooting by animas customer technical support determined the basal history did not match the active basal program. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy associated with a history/settings issue.